Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and was not properly cycling the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge only and resumed insulin on 5/15/2026 and changed the cartridge and infusion set on all other events to address the issue.